Event description:
It was reported that telemetry could not be established with the implantable pulse generator (ipg) during the device check. It was noted that the patient had not received follow up care with device checks in the past five years. The ipg was at elective replacement indicator (eri). The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.